Event description:
A cusa 36 khz hand piece was involved in an incident and was described as follows; the cusa hand piece was being used during surgery for a brain stem tumor removal, but did not have any power. The surgery was delayed by 30 mins and a dissectron device had to be used instead. There was no pt injury as a result of this incident.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.